Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation revealed the following findings: the biopsy channel was leaking; biopsy channel was blocked; and forceps/cleaning brush passage was restricted. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the channel tube of the uretero-reno videoscope exhibited air flow issues. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, foreign objects were found exiting the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. - be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control.¿ olympus will continue to monitor field performance for this device.